Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a chronic totally occluded lesion in the distal right superficial femoral artery (sfa) and popliteal artery. The lesion was pre-dilated with a 6.0 mm balloon to 14 atmospheres (atm) and a 5.5 x 80 mm supera was advanced and deployed successfully with no issues. A second 5.5 x 80 mm supera was advanced without resistance and deployed with 1 cm overlapping the previously deployed supera stent implant. Under fluoroscopy, the second supera stent appeared to be well apposed to the vessel. However, when the device was removed from the anatomy, the deployed stent was still on the distal end of the delivery catheter. There was no resistance and no injury to the patient during removal of the delivery catheter. Another device was used to complete the procedure. The patient is doing fine. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device will not be returned for evaluation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A definitive cause for the reported difficulties could not be determined. A review of job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review and query of the complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. (B)(4).